Event description:
I went to the dentist first on dec. 5 to have my front 6 upper teeth prepped for crowns. The temps were fit great & felt good. I returned on january 30 to have temporary teeth removed and permanent crowns placed. The crowns weren't shaped well (gaps, wrong length of some teeth, shaping, etc..) So my dentist re-prepped a couple of areas that he thought would help the ceramicist make better crowns. I was in quite a lot of pain from the cords and prep work. He left the room to go see another patient and told one of the assistants, (B)(6), to glue the temporaries back on. She put them on, but I was still in quite a bit of pain. The other dental assistant/office manager (she told me early on she was a dental assistant for 20 years, still helps with that, but is also the office manager now) came in and said she would put some "gum desensitizer" on my gums which would help. I even protested because my gums were so raw, but she insisted it would help. She put me back in the chair and painted something all over my gums which burned. She did not rinse it. After I got up from the chair, I went to the sink and she said I could very lightly swish some water around my mouth. I was in a great deal of pain after I left. Over the next few days, I developed sores & rough spots on my inner, upper lip & gums. The lip healed, but my gums have not. I was having brownish pieces come out of my gums that I thought might be cording left behind, so I went to see my dentist. He said the dental assistant had put gluma on my gums which is related to formaldehyde and is a tissue fixative. He said when she told him about it after I left, he had told her he hoped she rinsed it well. I told him she didn't rinse the gluma off at all but I did after a couple of minutes. He said he thinks the brown stuff coming out of my gums is dead tissue but he was hopeful that the gums would recover and drop between and around my teeth. It's been a month, and the gums have not dropped back into place, and there are several areas where the gums are not snug against the teeth. They are hanging in some places like a curtain right in front of the teeth. My dentist is still hopeful they will recover and wants me to wait 6 weeks to see. In the past, my gums have always fallen in a day as they are (were) in excellent shape, but now it's been a month and they still burn and I have a lot of sensitivity where the teeth are not sealed. I called the company that makes gluma and the woman I talked to, (B)(6), said she believes this damage to my gums is permanent. At the very least, I'll need to have the teeth re-prepped and scanned for the new gum line. This will be the 4th time I have had them prepped in a year, so there's now a higher risk of having roots die. I've been treated with zometa for breast cancer, so this is even more dangerous for me as I am at higher risk of onj and should not have teeth pulled, cannot get implants, shouldn't have gum grafts, etc... I'm devastated. I did all of this work to make sure my teeth and gums were perfectly healthy as my oncologist told me how important it is that I do not have any serious dental work done after zometa. And now, because (B)(6), a 20 year dental assistant/office manager, painted gluma directly on my raw, stretched out gums, I have more work and pain ahead. I also have a permanently changed gum line. My gums burn all day and I get very painful zings when I eat, drink, brush, floss, or even talk. I've been in original temps for 3 months, and they have been flaking and breaking down. I don't know what to do. I can't believe how irresponsible it was for her to put this on my gums when she clearly didn't know what she was doing. Because she is a 20 year veteran in the field & so insistent that this would help my pain, I trusted that she knew what she was doing. I do not think I should have to pay (in money or in pain) for her medical negligence. I'm really afraid.